Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. There were no patient symptoms,

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at normal elective replacement indicator level. Visual inspection of the header, electrical and mechanical analysis, session record analysis, and longevity assessment were normal with no anomalies found.